Event description:
The lay user/ patient contacted lifescan (lfs) on august 19, 2006, alleging that her one touch ultra meter does not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. The patient did not have her meter or testing supplies handy with her at the time of the call to lfs; therefore, customer care advocate (cca) was unable to troubleshoot the device. In 2006, the patient experienced symptoms of having a headache and feeling dizzy. She tried to test her blood glucose; however, the meter would not power on. She took her oral medication after attempting to use the meter. Since she was unable to obtain a reading she went to the ER at 4:00 am and her blood glucose was 350 mg/dl. She was treated with an oral medication in the ER. After the incident, she replaced the battery; however, the meter does not turn off. Cca sent the patient a replacement meter, strips and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long the patient had the meter issue, how long the pt waited prior to going to the ER, and the condition of the testing supplies. The complaint is being reported since, the pt was unable to test for an unspecified period of time and was also experiencing symptoms. The patient was eventually treated by a medical professional for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.